Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the insulation of the cable was damaged and the motor speed was not stable. The plug harness assembly and motor were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance and before surgery there was a problem with the cable. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.